Event description:
Consumer complaint of blood result reading of "lo". The customer is out of test strips and is unable to run another blood test.

Manufacturer narrative:
(B)(4). Meter received with broken front and back case, lcd shattered and completely blacked out. Root cause: extreme user mechanical stress.